Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The customer observed discrepant results on multiple assays when samples were repeated after the field service representative (fsr) completed repairs related to transport sensor errors. The fsr went back to the account, cleaned the cuvettes, replaced the lamp, replaced the high concentration waste peristaltic pump tubing, and calibrated the sample and reagent probes. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c processing module for serial (B)(4) was identified.

Event description:
The customer observed discrepant results on multiple assays generated on the alinity c processing module for multiple samples on (B)(6) 2020. The discrepancy was found when the samples were repeated after service completed repairs on the alinity c analyzer due to transport sensor errors. No specific patient information or data or comparison data was provided. The customer provided the following data on 04aug2020: total bilirubin (units of measure = umol/l): sample 2: initial result = 8.2161, repeat = 14.1; sample 17: initial result <1.71, repeat = 2.3; sample 16: initial result = 7.0, repeat = 9.3. Glucose: sample 5 of set 2: 3.39 mmol/l (61.08 mg/dl) to 7.2 mmol/l (129.73 mg/dl); potassium: sample 4 of set 4 : initial result = 7.3264 mmol/l, repeat = 3.8 mmol/l; bicarbonate (co2): sample 3: initial result = 20.8 mmol/l, repeat =23 mmol/l. No impact to patient management was reported.